Event description:
On (B)(6) 2011, company rep reported she just got off of the phone with the pt. Company rep stated pt has been having many occlusions. Company rep reported the pt programmed an 18.0 unit bolus of insulin and nothing dripped from the infusion tubing. On follow call, pt reported the issue of insulin not delivering from the infusion set tubing happened on his primary infusion device. Pt stated he did not receive an error message when this occurred. Pt reported he attempted to do an 18.0 unit bolus while he was disconnected from the infusion device to see if the insulin would drip. Pt stated the infusion device went through the entire bolus without an error message and no insulin dripped from the infusion set tubing. Pt reported the incident occurred last week. Pt is currently using his backup infusion device and states it works fine for now. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.